Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported for left side "a double capsular contour (sign of the subcapsular line) that suggests intracapsular rupture, presenting deformity of the prosthesis on its external margin, with protrusion through the capsule, compatible with herniation", "scattered cysts". The device has been explanted.